Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. Fse confirmed customer's complaint from the instrument sample printouts. During the evaluation, fse determined the sample and syringe units were binding and needing lubrication. Fse lubricated the syringe and sampling units. Fse validated the instrument by successfully running calibration, quality controls and patient samples. No further action required by field service. The g8 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure: total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Chapter 6 troubleshooting states: 200 area low error: three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported event was due to insufficient lubrication of sampling and syringe units.

Event description:
A customer reported getting 200 area low error messages during calibration of a new column on the g8 instrument. The customer stated quality control run was successfully completed before calibration. Technical support specialist (tss) instructed the customer to run three sample primes, and the sample run reproduced the low total area error and missing peaks. Tss then instructed the customer to check for leaks at the column and filter, and no leak was found. The customer confirmed the buffer and hemolysis & wash solution volumes were sufficient and straws were beneath the liquid. Tss instructed the customer to change the needle and that didn't resolve the error, tss then instructed the customer to change the column and error still persists. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.